Manufacturer narrative:
(B)(4) it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
It was reported that the drill reached the brain parenchyma during the surgery for sah. The surgeon commented that it may be one of the reasons that it was diagonal to the bone. It was single-use. The issue occurred when open 2nd hole. The preoperative examination was not performed. No further information was provided by the hospital. The product will not be returned to your site.